Event description:
Per the surgeon's report, the pt fell shortly after cochlear implant surgery. After this incident, the device reportedly appeared to shift, causing difficulty maintaining placement of the transmiting coil. Explantation/reimplantation surgery was successfully completed in 2005.